Event description:
Patient received from or on iabp. Both EKG and arterial pressure waveforms were flat. Facility was unable to obtain direct or "slaved" waveforms. The balloon had no trigger. The iabp was turned completely off, then turned back on. Facility then had waveforms for EKG and pressure, however, when slaved, the EKG waveform kept going to flat line and the balloon would lose its trigger. The balloon pump was replaced.